Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to high impedance. X-rays revealed possible lead kink. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Section h6-the device code should have been 1260. Racture rather than 1291 - high impedance.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the existing lead was explanted and replaced. The lead on x-ray appeared to be fractured. Issue resolved and therapy has been restored.

Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedances was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.